Event description:
This lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012 due to advisory/recall. There was also over sensing and inappropriate shock noted. The physician was dr.(B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).